Event description:
In 2007, this pt underwent endovascular repair using gore excluder endoprostheses. In 2009, images were read that revealed a type I endoleak. Aortic neck growth is suspected, therefore causing the type I endoleak. Along with the endoleak, there is aneurysm growth, although images will not be sent in for evaluation. A reintervention may be planned. The pt's weight was not available.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.